Event description:
A customer contacted baxter's technical service center to report the home pt (hp) was feeling overfull, having abdominal discomfort, and experiencing shortness of breath with the homechoice (hc) machine in dwell 3 of 6. The technical service representative (tsr) explained the process of overfill to the caregiver (cg). The tsr assisted the cg to do a manual drain. The drain volume was 2253ml (last volume infused was 2000ml). The total ultrafiltration (uf) reading was 926ml. The initial drain volume of this therapy was 2033ml. The manual drain volume recorded (2253ml) was not 1.3 times the last volume infused (2000ml). A swap of the homechoice machine was arranged and the home pt indicated they will call with any additional problems. The home pt's nurse indicated there was no pt injury or medical intervention associated with this incident. The home pt is currently doing well with therapy.